Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the battery was no longer working. The patient was not sure if they needed to get a new set of batteries or to change the whole device. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.